Event description:
Caller reported cartridge was not fitting properly on pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support guided caller to remove an o-ring from the pneumatic tap and clean the area, leading to successful reloading of the cartridge, allowing caller to resume insulin therapy successfully.